Manufacturer narrative:
No additional information was available than was is provided in this report and we have no route of follow-up to obtain additional I nformation. Information was received in medwatch with the report number mw510059. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was brought in for a change of battery and leads and when attempting to remove a lead, a piece of the old lead broke off and remained in the patient. The piece that was broken off was not located. The remaining portion was described as frayed by the physician. A rep was present during the procedure and stated they would file a report.  A new lead was placed.